Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement. It was observed that there was likely a lead fracture. It was reported that the patient was hospitalized due to non-device related issue (thrombosis). The field representative checked the patient¿s device and noted that the patient had atrial fibrillation (af). The patient will undergo a lead revision. Additional information states that the field representative reprogrammed the device maximum output as instructed by the physician and the cause of the oor pli was not confirmed. The patient had no new lead yet as the physician did not want to take the patient off from heparin for surgery due to the clots on the leg. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that pacemaker and rv lead continued to exhibit high out of range pacing impedance measurements of greater than 2000 ohms along with oversensing of noise that led to pacing inhibition. A lead fracture was suspected, but not confirmed. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new system was placed without issue. No additional adverse patient effects were reported.